Event description:
During a laparoscopic assisted vaginal hysterectomy (lavh) the bipolar coagulation forceps stopped working (no current flow). Another forceps was substituted and the case was completed. No pt problems were reported.